Event description:
(B)(4). Pain started immediately the coils would not go in easy. And I protested and the dr insisted. After 2 weeks the pain was so bad the dr ordered a laparoscopic surgery to locate them. One had moved but still in place. After an ER visit a week later showed the left had moved again. Another laparoscopic found them "pert using" into my uterus. A second dr finally assisted in removal of the essure coils. Only option was a hysterectomy in late 2008. I was (B)(6). I was not told essure was permanently placed. I wanted more children. Before essure I was healthy, I'm always sick and in pain.